Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the bd vacutainer® serum blood collection tubes experienced erroneous results. The following information was provided by the initial reporter: the customer stated z'the gel serum tube because it has been found to interfere with our downstream application (testosterone). We will be collecting blood out in the field from patients using a mobile phlebotomy group."